Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. Device was tested and insulin flow blocked shows during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had absence insulin flow blocked alarm. The customer¿s blood glucose level was 399 mg/dl and 400 mg/dl. The customer reported that they had performed self-test was completed normally and the bolus was delivered normally insulin flow blocked alarm did not occur. It was reported that the insulin was delivered with pen and blood glucose was decreased. The insulin pump will be returned for analysis.